Event description:
Source: (B)(6). While sleeping, the abutment fell into my mouth. I could have swallowed it! The 4 implants were implanted in (B)(6) 2023 by (B)(6). After the proper healing time, the abutments were screwed into the implant to secure the snap-in denture in place. On (B)(6) 2026, while sleeping I felt something in my mouth and realized it was one of the abutments. I called the doctor the following morning, made an appointment to determine what had happened. On (B)(6) 2026, the doctor was able to retrieve the portion of the abutment that was still in the implant and insert a new abutment. What makes this even worse is that the doctor¿s office did not have a record of the implant information!!! Only the maker of the implant. Product details: dental implant made by hiossen.